Manufacturer narrative:
(B)(4). Examination of the submitted cutting guide confirmed one of the two saw captures has disassembled from the device. The root cause is being attributed to product wear out based on the overall condition of the returned device. Based on the investigation determination of wear out as the root cause, the need for corrective action is not indicated. Monitor trends through (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During tkr surgery the patella cutting guide broke while it was being used to cut the patella.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with the reported event was not returned. A search of the complaint database found additional reports of saw capture breakage against product code 865034. The previous reports were investigated and the root causes attributed to product wear out through normal use and servicing. The investigation could not draw any conclusions about the current reported event without the instrument to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.